Manufacturer narrative:
A field service engineer (fse) contacted the customer via the telephone. The customer stated the analyzer was operating as expected. The fse followed up with the customer a few days after, and the customer stated the analyzer has been operating with no issues. The reported issue could not be replicated. The aia-2000 analyzer continued to operate normally. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 27may2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-2000 operator's manual states the following: [4383] wash syringe 2 home overrun. Cause: the home sensor activated improperly after movement of the wash syringe 2. The measurement result will be flagged (wu flag). Solution: contact tosoh service center or local representatives. The probable cause of the reported issue could not be determined.

Event description:
A customer reported error message 4383 wash syringe 2 home overrun while operating on the aia-2000 analyzer. Technical support instructed the customer to perform an all-set-home multiple times, but the error persisted. Technical support then instructed the customer to perform a wash prime, but the same error continued. A field service engineer (fse) was dispatched to address the reported issue. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.